Event description:
Abyrx received communication from FDA medwatch on 17th february 2026 for a voluntary adverse event report, documenting a patient narrative for the use of montage during an orthognathic procedure, resulting in an infection. The patient report did not contain the name of the surgeon, device lot information, procedure location, or specific anatomical location other than "jaw". Abyrx performed a review of distribution and use records for the reported device between 2024-2025 near the patient's reported address, and as a result was able to communicate directly with the end-user physician. The physician communicated the device was implanted in 3 different areas (jaw and sinus ridge) in the patient and all sites became infected, which he believed was independent of the montage device. The surgical procedure used an incision through the mouth for implantation of the device and did not protect the device from bacterial contamination prior to implantation. Abyrx informed the physician that the use of the montage device in a contaminated site was not in accordance with the IFU for the device. The physician acknowledges using the product by implanting through an incision in the mouth was most likely responsible for the infections. Abyrx performed a review of device history records for the lots and no irregularities or nonconformities were noted, including all aspects of sterilization. The lots were produced according to all specifications and met all release criteria.